Event description:
It was reported that an artificial urinary sphincter (aus) was implanted and for four years, it worked well. Then, the patient experiences recurring incontinence due to an atrophy in the cuff site. A surgical procedure was performed to replace the system. There were no patient complications.